Event description:
It was reported that the device moved/shifted. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. An ablation was then performed. During the ablation procedure, the ablation catheter was inside the patient and accidently touched the closure device causing the closure device to move/shift from its position. The closure device was no longer in a good position and was retrieved with the use of a non-bsc snare. Another closure device was not attempted to be implanted after this event. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the watchman closure device was returned without the delivery system. The device was visually and microscopically examined. Inspection found the implant fabric torn, and damage to the frame. There was damage to the tines and anchors. Product analysis could not confirm the reported events as clinical circumstances could not be replicated. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that the device moved/shifted. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. An ablation was then performed. During the ablation procedure, the ablation catheter was inside the patient and accidently touched the closure device causing the closure device to move/shift from its position. The closure device was no longer in a good position and was retrieved with the use of a non-bsc snare. Another closure device was not attempted to be implanted after this event. There were no patient complications reported.